Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was not provided. Reportedly, the customer administered a correction bolus via the pump to address bg, and received intravenous fluids and manual injections while in the hospital. Additional details and nature of hospitalization were not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.